Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A viperwire guide wire and orbital atherectomy device (oad) were used to treat a lesion in the mid right coronary artery (rca). The rca was extremely tortuous, and the patient was obese. The physician had extremely poor visibility of the distal tip of the wire on fluoroscopy. The audible pitch of the device changed after the fourth treatment, and the physician stopped use of the device. The viperwire had fractured after presumably becoming buried in the posterior descending artery. A covered stent was deployed over the fragment. The procedure was being performed due to surgical turn-down; the physician did not have an option for treatment of the patient other than atherectomy despite the anatomical challenges.